Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with skinvive by juvéderm around the eye area. Patient experienced a vascular occlusion occurred. The hcp treated the affected area with hyaluronidase and symptoms has been resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional (hcp) reported a patient was injected with skinvive¿ by juvéderm® around the eye area with 0.025ml. Patient experienced a vascular occlusion occurred. Patient had diagnostic testing of visual acuity and the results were normal . The hcp treated the affected area with hyaluronidase and symptoms has been resolved. It was additionally discovered that the hcp injected the patient with an expired product.

Event description:
Healthcare professional (hcp) reported, a patient was injected with skinvive¿. By juvéderm® around the eye area with 0.025ml. Patient experienced a vascular occlusion occurred. Patient had diagnostic testing of visual acuity. And the results were normal . The hcp treated the affected area with hyaluronidase and symptoms has been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.